Manufacturer narrative:
Block b3: exact date unknown, event occurred two years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 5089942 / 5090111 upn: m365sc2218500 model: sc-2366-50 serial: (B)(6). Batch: 20577608 / 20577608

Event description:
It was reported that the patient was having trouble keeping the device on. The patient underwent an explant procedure and all explanted device components were not returned. No further information has been obtained despite good faith efforts.